Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a use error by not following aseptic technique. The patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics (dosage, route, duration and frequency not reported) for peritonitis. The patient was discharged from the hospital after eleven days. At the time of this report, the patient was being treated with antibiotics and was still recovering from the peritonitis event. The pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4) . This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.